Manufacturer narrative:
Complained product will not be not available.

Event description:
Toothbrush head fell off - oral-b rechargeable toothbrush [device breakage]. Case narrative: consumer contacted via phone and stated that the toothbrush head of the children¿s electric toothbrush was very loose and frequently fell off during use. No injury was reported.